Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to lead migration. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Manufacturer narrative:
Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7096818. Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7098282.